Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a week after the ingestion of the patency capsule, the patency capsule was still in the patient¿s body. The patient ingested the capsule on the (B)(6) 2019, an x-ray was performed to confirm the presence of the patency capsule on (B)(6) 2019 and on (B)(6) 2019. The patient was scheduled to have a repeat x-ray after 15 days. The patient needed to undergo MRI and instruction was requested for capsule removal. The result on (B)(6) 2019 showed that the capsule was in the right lower pelvis and compatible with positioning within the distal ileum. There were no bowel obstruction and no radiopaque urinary tract calculus. The result on (B)(6) 2019 showed that there was radiopaque density identified in the right lower quadrant at the site of previous position of the capsule. The present examination revealed that only the central dense portion of the capsule was still present, and the peripheral portion was no longer identified. The customer confirmed that the patient was diagnosed with iron deficiency anemia, and is currently under good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a week after the ingestion of the patency capsule, the patency capsule was still in the patient¿s body. The patient ingested the capsule, and a day after the ingestion an x-ray was performed to confirm the presence of the patency capsule. The patient was scheduled to have a repeat x-ray after 15 days. The patient needed to undergo MRI and instruction was requested for capsule removal. The result on the first x- ray showed that the capsule was in the right lower pelvis and compatible with positioning within the distal ileum. There were no bowel obstruction and no radiopaque urinary tract calculus. The result on the second x ray showed that there was radiopaque density identified in the right lower quadrant at the site of previous position of the capsule. The present examination revealed that only the central dense portion of the capsule was still present, and the peripheral portion was no longer identified. There was no intervention performed to remove the capsule and it was confirmed that the capsule passed. The customer confirmed that the patient was diagnosed with iron deficiency anemia and is currently under good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a week after the ingestion of the patency capsule, the patency capsule was still in the patient¿s body. The patient ingested the capsule , an x-ray was performed to confirm the presence of the patency capsule. The patient was scheduled to have a repeat x-ray after 15 days. The patient needed to undergo MRI and instruction was requested for capsule removal.

Manufacturer narrative:
Additional information: (model#, lot#, UDI), if information is provided in the future, a supplemental report will be issued.